Event description:
It was reported by service report that the siderail could not be latched/locked, due to a damaged siderail column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.